Event description:
Additional information received - the exchange with a longer lens length did partially solve the problem as the vault improved but the vision became blurry due to overcorrection (eye too hyperopic).

Manufacturer narrative:
Evaluation codes: method - (other): work order search, medical review results - (other): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of the manufacturer and to the surgeon in case of severe deterioration of patient health. Conclusions - (other): based on the complaint history, work order search, medical review and the evaluation of the returned product, a possible root cause of inadequate vaulting has been determined to be related to the off-label use of the lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2010. The lens was explanted on (B)(6) 2011 due to low vault (marginal). The icl was exchanged for a longer lens. Brushes of asc opalescence noted on day of remove and replace. This is one of three lenses used on this patient for the left eye (os) - see MFR. Report #: 2023826-2012-00504 and #: 2023826-2012-00505.

Manufacturer narrative:
(B)(4)